Manufacturer narrative:
No further information concering this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an unknown other non-product experience after only being implanted for one day. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the representative stated that this lead was explanted due to a rise in thresholds. No adverse patient effects were reported. This left ventricular (lv) lead will be returned for product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There were no anomalies noted upon visual observations. Moreover, a trace of dried body fluid or blood in lumen was noted. This lead had passed the electrical testing. Hence, the lead met its specification.

Event description:
Additional information received indicating that this left ventricular (lv) exhibited increased threshold. No additional adverse patient effects were reported.